Event description:
The user stated water was dripping from the back of the cobas 6000 between the c501 and e601 and on to the floor. The back of the analyzer faces a walkway and the leak was in an exposed area of the lab. No operators were harmed. No erroneous pt results were generated.

Manufacturer narrative:
The field service rep determined the pump head bearing was worn out from lack of water and replaced the pump head.